Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. The event report alleges the product was used in a surgical procedure. A definitive root cause could not be determined with regard to the reported condition. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic lar procedure. While being applied on the colon tumor, the device was unable to fire and the handle could not be squeezed. A new stapler was used in order to complete the case. No patient injury.